Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). This implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. Additional information was received that the patient was admitted to the hospital pending a system revision and implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No known procedures have been scheduled at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The rv lead was surgically abandoned and this device was explanted. An s-ICD system was successfully implanted. No additional adverse patient effects were reported. The return of this device has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). This implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. Additional information was received that the patient was admitted to the hospital pending a system revision and implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No known procedures have been scheduled at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The rv lead was surgically abandoned and this device was explanted. An s-ICD system was successfully implanted. No additional adverse patient effects were reported. The return of this device has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). This implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). This implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was admitted to the hospital pending a system revision and implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No known procedures have been scheduled at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.